Event description:
Nurse attempting to activate hot pack and tried 3 individual hot packs before he could get one to activate. Following the instructions as provided, the nurse could not produce enough pressure to activate the hot pack.